Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the caller reported the patient had been experiencing pain at the site of their previous ins. They mentioned that the healthcare provider informed them the lead was beginning to pull out through the skin. The patient was redirected to their healthcare provider to further address the issue. The caller also mentioned that they had an appointment with the healthcare provider (hcp) tomorrow, where they would meet with the manufacturing representative (rep). The caller stated they were told they should not have x-rays or similar imaging unless the device was turned off, and mentioned they had never been informed of this before.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128 lot# va2kh46 implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.